Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer stated that the motor position encoder error alarm occurred right after the rewind completed. The customer's blood glucose was unknown at the time of incident. The customer stated that they repeated the rewind and a motor error alarm occurred and the motor position encoder error alarm recurred. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.